Event description:
The product analysis lab (pal) determined the home choice (hc) machine system failed rite (returned instrument test/evaluation) testing due to rite - therapy monitored volume failed performance spec: fill1 835.7 ml, drain 1 835.7 ml, fill 2 830.8 ml, drain 2 830.7 ml, and last fill 33.0 ml. Rite specifications are fill/drain 1 and 2 774.0 - 821.0 ml, last fill 330.0 - 365.0 ml. Per cqi56 this is a reportable malfunction due to fill/drain 1 or 2 volume outside range 750.0 ml - 828.2 ml or last fill volume outside range 322.5 ml - 365.1 ml. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the rite (returned instrument test/evaluation) fluid volume accuracy verification testing failed due to values exceeding specified limits. External/internal inspection was performed and passed. During rite functional testing fluid was transferred above the rite specified limits during fill 1, drain 1, fill 2, drain 2 and last fill. Volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed and the temperature was verified to be within specification. Inspected door assembly and found a cracked door piston and deteriorated piston foam. Installed test article piston foam and a priming sequence was completed with no errors. A simulated therapy was performed and completed and no errors occurred. The assignable cause for the rite failure of failed volume transferred comparison was determined to be deteriorated piston foam. The door piston and foam will be scrapped. Device was sent to servicing. Baxter will continue to monitor similar reports to determine if further actions are required.